Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was also received with moisture damage on the lcd glass. The insulin pump was tested with a test keypad and no frozen display noted during testing. The insulin pump was received with cracked case at the display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the insulin pump froze. The customer reported that the insulin pump was exposed to sweat. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the button error alarm recurred after battery change. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with glucose tablet. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.